Manufacturer narrative:
Examination of the returned pfcsig ins trl stabl 10mmsz2.5 confirmed the report a portion of the bottom lip of the trial has broken off. The broken pieces were not returned for examination. Scratching and gouging was also evident on the trial. The root cause is attributed to product wear out. The item has been well used over time. Based on the investigation, the need for corrective action is not indicated. Based on the determination of product wear out from normal use and servicing, the need for corrective action is not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sigma fb ps trial insert broke.

Manufacturer narrative:
(B)(4). The device associated with this report was not returned. The product lot code was not provided. A complaint database search against product code 963121 finds other reported incidents for damage. The previous reports were investigated and the root cause attributed to device wear form normal use and servicing. The investigation could not verify or identify any product contribution to the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.